Manufacturer narrative:
The complaint of a leak in the catheter is unconfirmed. The complaint incident could not be replicated in the laboratory setting. The complaint sample functioned normally during functional testing. No leaks were observed during hydraulic pressurization of the catheter assembly. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. Occasionally, fibrin sheaths will form over a catheter's opening, encapsulating the catheter. This results in solutions administered through the catheter exiting the catheter's distal tip traveling back up the catheter through the lumen created by the fibrin sheath over the catheter's exterior surface. On x-ray, this may appear as a leak. Fibrin sheaths can also impede flow, making aspiration difficult. A chr of lot # reva0586 showed no other similar product complaint(s) from this lot number.

Event description:
The i.r. Doctor stated that the catheter has a leak in the area of the cuff.